Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced brittle diabetic for which they were visited to emergency room for two times. Customer's blood glucose level was 700 mg/dl. Customer reported that the insulin pump unable to treat them. Customer took manual injection to treat themselves. The insulin pump will not be returned for analysis.